Event description:
A customer reported to baxter (B)(4) a colleague equipo c/ entrada dear e filtro in which a leak was observed at the injection site. The alleged defect occurred during priming. There was no patient involvement; therefore, there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the membrane of the injection site was loose. Therefore, the reported condition was confirmed. The injection site is not manufactured by baxter as it is bought of an external supplier. As corrective action the supplier was notified by this occurrence. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.